Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance and threshold had increased. A new lead was implanted and the old lead was capped.